Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in malta. It was reported that the electrode broke, and it was very difficult for the surgeon to take it out from the patient. Additional patient information is not available.

Manufacturer narrative:
Upon investigation, it could be confirmed that the affected items were more heavily embossed distally and proximally than brand new electrodes. The final root could be determined and eliminated. In conclusion, the failure could be confirmed. The event is filed under internal karl storz complaint ID: (B)(6).